Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, anxiety-product/procedure, pain, skin rash/dermatitis, edema, depression, not device related: varied injuries, other-medical.

Event description:
Patient representative reported right side "suffered, or will suffer, painful removal procedures as well as any treatment, therapy, recovery, and expense associated with the removal of the biocell textured breast implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl including: mental anguish, increased risk of alcl, evaluation for alcl, the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue. The patient experienced breast pain, redness or rash, muscle spasms, breast swelling, asymmetry, significant weight loss or gain, chronic gastrointestinal upset or reflux, aggravation of gerd, and capsular contracture baker grade unknown. Additionally, patient suffered aggravation of underlying conditions including emotional distress, ptsd, and anxiety, as well as loss of quality of life and depression; and other physical and emotional manifestations that are severe and ongoing." Device has been explanted.